Manufacturer narrative:
Correction to d3 and g1: updated from stryker spine-leesburg to k2m, inc. Visual inspection: x-ray images were inspected and found to have both screws at the caudal end backed out. Dual screw cover could not be identified on the images but likely fractured off which allowed the screws to migrate. Functional inspection and dimensional inspection could not be performed since the device was never returned for investigation. Device and complaint history records were reviewed for lot#: gbjja. No relevant manufacturing issues were identified as all units met stryker specifications and no similar complaints were identified. Ozark view and guide cervical plate systems surgical technique was reviewed and the following relevant information was identified: the ozark plates feature an integrated titanium alloy locking cover to prevent screw back out. After screw insertion, engage the locking cover by inserting the size 10 tapered driver into the screw cover and rotating clockwise 90° so that the cover retains the screw heads. Screws should sit below the screw cover to ensure that the locking cover is adequately engaged. If screw realignment or removal is necessary, use the size 10 tapered driver to rotate the screw cover 90° counter-clockwise so that the locking cover no longer covers any part of the screw. Continue to remove the screw with the size 10 tapered driver attached to the spin top handle, or the size 10 threaded driver attached to the torque limiting handle, 12 in-lbs. It is unclear what caused the screw cover to fracture off. No root cause for the issue could be identified since the device was never returned for investigation and information available was insufficient.

Event description:
A physician reported that the locking mechanism of a three level ozark plate fractured and one ozark self-starting variable screw fractured. The patient underwent revision surgery and a piece of the broken screw remains embedded in the patient¿s bone. This record captures the ozark plate.

Manufacturer narrative:
Device will not be returned.

Event description:
A physician reported that the locking mechanism of a three level ozark plate fractured and one ozark self-starting variable screw fractured. The patient underwent revision surgery and a piece of the broken screw remains embedded in the patient¿s bone. This record captures the ozark plate.